Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, paclitaxel set leaked below the filter during an IV (intravenous) infusion on a patient. The patient was receiving a 500l bag of the etoposide solution, and approximately 100ml of the drug ended up leaking out slowly onto the floor. This occurred during the 45 minute infusion. The medical oncologist was made aware and chose not to change or add any extra etoposide. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.